Manufacturer narrative:
Adverse event or product problem: corrected to both (adverse event and product problem) device evaluation: a review of the manufacturing records for preloaded 1-piece device was conducted. The documentation showed all process operations presented in the manufacturing record were in compliance with product specifications. All test results showed a pass condition. No deviations or non-conformances (ncr) were found. A review of the process and/or material change does not show a change in manufacturing method or specifications. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The lens has not been explanted. (B)(4). The lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient underwent a phacoemulsification in their right eye (od) on (B)(6) 2014. It was a complicated operation because of little zonules. Removing wire planned 3 weeks later but patient got an ablation over the weekend and went to the hospital. Patient outcome is not known. No further information was provided on the patient or the details on the hospital visit. It was discovered during the implantation, that there were some particles. The doctor thinks that the inserter and the filling of the inserters with amvisc plus caused the particles. The product, amvisc plus could be the cause of the particles. Customer will be using another product for surgeries in place of the amvisc plus.